Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The seeker catheter was returned with the distal portion of the catheter detached along with the detached portion of the catheter. Scratching was found along the detached segment. The ends of both fragments where the break occurred were examined closer under magnification. The break was not clean with evidence of slight stretching. The condition of the catheter and the break is indicative of excessive force used on the catheter. The catheter did not break at weld point. No other anomalies were identified. The complaint investigation is confirmed for detachment as the catheter was returned in two segments. The complaint investigation is inconclusive for difficulty to advance as the issue could not be recreated during eval. Based on the condition of the returned sample, it is likely that excessive force was applied to the catheter, causing the detachment. Based on the available info, it is possible that pt and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unk. The current IFU (instructions for use) states: warnings/precautions: while retracing the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit.

Event description:
It was reported that while advancing the crossing support catheter through a very calcific anterior tibial artery, the catheter would not advance any further and during retraction, the catheter detached. The proximal half of the catheter was removed without incident; however, the distal half of the catheter remained in the artery. A snare device was used to successfully remove the detached catheter. There was no report of pt injury.